Event description:
The patient's electrode array was not in the proper place. The patient's device was explanted and the patient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more info. Once more info is received a follow up report will be submitted.